Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1810 biopsy instrument allegedly experienced self-activation or keying and twisted material. This information was received from a single source. The alleged self-activation or keying and twisted material involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation did not identify self-activation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1810 biopsy instrument allegedly experienced self-activation. This information was received from a single source. The alleged self-activation involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1810 biopsy instrument allegedly experienced self-activation. This information was received from a single source. The alleged self-activation involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.